Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devise nor packaging label associated with this report was not returned. A search of the databases did not show any other reports with regards to the reported event. The investigation could not draw any conclusions regarding the reported event: however, it was discovered the vvc notation is used on the insert components only, not the femoral components. The femoral components are noted by rev. The price list mentioned in the complaint description was not returned; therefore not comments could be made referencing it. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
This is a labelling issue. During revision knee surgery, the wrong femoral component was opened due to a labelling issue, and nearly implanted. Surgery time was extended due to the error, and the hospital incurred extra cost as they were required to open the appropriate femur and extra femoral augments.